Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. There was no button error alarm. No moisture damage was found inside the insulin pump. The insulin pump was received with minor scratches on the display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, a cracked belt clip slot, and a missing end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states having problems with the button error alarm. Customer mentioned that she went into the ocean and the pump was exposed to water. The blood glucose reading is 146 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.